Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed no delivery and motor error. Customer didn't know his blood glucose level. Customer stated he has been getting an alarm at least once every two weeks. Customer declined troubleshooting. Customer was advised the device need to be replaced due to the motor error alarm. Customer declined replacement and stated he was fine with the insulin pump. Customer stated the no delivery alarms occur more than the motor error alarms. Customer was advised to monitor the device closely and call back if issues persist.